Event description:
It was reported to medtronic minimed that the customer experienced no communication-between pump and transmitter, charger spring damage and lost sensor signal. The customer reported no adverse event. The event involved product(s) mmt-7841zn, mmt-7715, mmt-442ag. Troubleshooting was performed. No harm requiring medical intervention was reported. The customer would discontinue the use of the devices. Mmt-7841zn was requested and customer response was the device will be returned. Mmt-7715 was requested and customer response was the device will be returned. No product return is required for mmt-442ag.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Unit received and placed unit under microscope and found contamination/moisture damage inside the female connector, and at the connector pins. In conclusion, unable to perform functional test, verify rf/ble association/accuracy test due to the moisture damage. The customer complaint of charging and not communicating anomalies could not be confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.